Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6.2 drawer had been failing continuously. The field service engineer cleared out the medication spillage under tray e and replaced tray d and a to restore the drawer functionality. The fse instructed the users to keep the windows closed to prevent dampness, which could damage the station and cause delays in dispensing medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, auxiliary 6.2 drawer kept failing. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.